Event description:
Follow up for a device alert indicated the alert was for atrial lead impedance. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).